Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, noise causing oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed and the noise was reproduced. The lead was capped and replaced. During the revision procedure, lead insulation damage was observed. The patient was stable with no adverse consequences.